Manufacturer narrative:
(B)(4). Method: the complaint two rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. A pressure test for leaks could not be performed with the returned circuits as only one swivel wye and two expiratory limbs were returned and these limbs were cut. Results: visual inspection revealed that the patient end connector collar on the two returned complaint expiratory limbs was cracked. There was no visible damage noted to the tubing itself of all two returned circuits. A lot check could not be performed as the lot information was not provided. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt266 infant dual-heated evaqua2 breathing circuit had a crack "on the expiratory limb" (event date: (B)(6) 2016) and another one was leaking (event date: unknown). This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint breathing circuits caused or contributed to the reported event. We are also attempting to obtain the subject complaint devices for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt266 infant dual-heated evaqua2 breathing circuit had a crack "on the expiratory limb" (event date: 22 aug 2016) and another one was leaking (event date: unknown). This was found during use. No patient consequence was reported.